Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported failure of "unit display was missing segments" was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Please see section for remedial action reference.

Event description:
It was reported that the oximeter front display generated a failure on the 7 segments on the percentage of the spo2. Although requested, there is no information regarding patient involvement. There is no report of serious injury or death associated with this event.